Manufacturer narrative:
A1: updated. D3: updated. H3, h5 and h6 codes: updated. One sample and one image were evaluated. The lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection of the provided image confirmed leakage at the suspected site. Functional testing further verified that a leak occurred at the tubing connected to the drip chamber, specifically at the bond to the 3-y connector. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the fluid warmer infusion set exhibited a fluid leak at the lower part of the spike. There was unknown patient involvement, no injury was reported.